Manufacturer narrative:
(B)(4)

Event description:
It was reported that wen an asymptomatic patient presented in the emergency room, the device was found to be in backup vvi mode. A device download was performed successfully. The device remains implanted.